Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the physician had trouble advancing a tome through the biopsy channel of the scope. The tome and biopsy cap were removed. Another rx locking device biopsy cap and the original tome were used to complete the procedure. It is unknown if a water-soluble lubricant was applied to the rx locking device biopsy cap prior to use. Reportedly, upon inspection, post procedure, the sponge from the original rx locking device was found to have detached and was stuck in the scope channel. That sponge was removed from the scope using biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.